Event description:
The customer reported that his olympus halogen light source was not lighting during use. According to the initial reporter, he tried changing out the lamp, but the failure persisted. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lamp would not light up during device testing. Additionally, the output connector was worn and compromising the connection. The bottom foot was also noted worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Approximately over 15 years have passed since the device was manufactured. A review of the device history record could not be performed because the device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by the broken thermal fuse. A definitive root cause cannot be identified.